Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that doppler ultrasound bilateral lower limb veins indicated that no deep vein thrombosis (dvt) was detected in either right or left lower limb. Bilateral lower limbs from the groin to foot were examined. The deep venous systems were compressible and demonstrated normal valsalva and normal augmentation. Veins demonstrated a phasic antegrade flow pattern. No thrombosis was detected. The computed tomography (CT) pulmonary angiography diagnosed an acute pulmonary embolism involving the right main pulmonary artery and upper lobe branches. It was noted that a previous surgical fixation of right ribs (previous medical history unrelated to the valve) with calcified right pleural surface was likely a cause of the event. The right upper lobe with patchy consolidation with a combination of some loss of volume potentially caused infection and scarring. Previous medical history of systemic sclerosis. The physician suspected that the pulmonary embolus was related to pulmonary fibrosis. As reported, the infection and sca rring not related to the valve, per physician. No definite measurable mass was identified. The event was resolved three days following onset.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately ten months following the implant of this transcatheter bioprosthetic valve, the patient developed severe difficulty breathing while visiting family out of country. The patient was admitted. An echocardiogram was performed. The patient reported the presence of a blood clot in a lung which was visualized on echocardiogram. Anticoagulant medication was administered. The patient was discharged three days later. No additional adverse patient effects were reported.